Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2201 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that to receive chemotherapy, this patient with had a PICC placed from the right basilic vein under ultrasound on (B)(6) 2020. Puncture process was completed uneventfully without extravasation and bleeding. On (B)(6) 2020, this patient complained of swelling and tenderness on the arm in the side of catheter placement. Upon examination, a doctor confirmed that it was caused by cephalic vein thrombosis. Gave anticoagulation on the order of doctor.